Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The procedure was performed by a head surgeon. During the procedure, the surgeon was performing surgery and when suturing and knotting the vein, the suture came off the needle they surgeon opened another box with a different lot number and then it worked. There were no adverse patient consequences.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H6: component code: g07002 no device problem. H3 investigation summary: the product was returned to ethicon for evaluation. Four sealed boxes with thirty-six representative unopened samples and one open box with thirty-two representative unopened samples were received for analysis. Product code eh7474h. The sample complaint was not received for evaluation. Upon initial inspection of the samples, no external damage was evident to the exterior packaging. Following the sampling plan, a visual inspection was conducted on thirty-two samples. The packets were opened, and swage and attachment areas appeared as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related. No defects were observed during evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.